Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced and got hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 744 mg/dl at the time of the incident. The customer stated they had lost their serter and had a bent infusion set cannula. The customer was wearing the insulin pump during the incident. No further information was provided. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis. Frn- model unknown ¿ reservoir.